Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date were incorrect, cause was unknown. Customer adjusted the pump date to address the issue. Blood glucose was not impacted. Reportedly, the customer continued using the current pump for insulin therapy.